Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2008; 4968-25 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent high impedance. The left ventricular (lv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.